Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B2: other: urinary retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary frequency and urinar y/bowel dysfunction. It was reported that the therapy had been working well until 2 weeks ago. The patient stated that they were pushing to urinate and waking up in the middle of the night. Two weeks ago the patient increased the amplitude from 1.2 ma to 1.3 ma, but that didn't help. This week they increased the amplitude to 1.4 ma but that didn't help either. The patient stated that they were unable to urinate properly and the stimulation was constantly vibrating. Agent reviewed programming considerations and redirected the patient to their healthcare provider (hcp) to further address the issue. The patient was waiting for their hcp to call them back.